Event description:
It was reported that, a 980 ventilator was inoperable. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and found that the ventilator required to perform the extended self-test. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no patient involvement at the time of the reported event.